Event description:
Diabetic tested blood glucose=41mg/dl on suspect device (fasting). She omitted her insulin and ate to elevate her glucose level. Through-out the day she tested several times and obtained low values for which again she ate and omitted her insulin. She began to feel signs of hyperglycemia and at emergency room her blood glucose=600 mg/dl (lab). She rec'd insulin and is doing better.